Event description:
It was reported that an ilet touchscreen would not recognize touch input, and a hairline crack was observed after the device was retrieved from a school lost-and-found; the screen was not usable and the user had trouble operating the device thereafter, with the affected component identified as the touchscreen and the device problem characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.